Manufacturer narrative:
As reported, foreign material was noted after opening the 3dmax mesh prior to use. The subject device was not returned for evaluation. A photo was provided and depicts a 3dmax mesh within the product clam shell tray. Under the mesh a large brown colored material can be seen confirming the presence of a foreign material. However, the photo evaluation does not assist in determining what the material is or a root cause for its presence and without having the physical sample to evaluate a root cause cannot be determined. Review of manufacturing records confirms product was made to specification. To date, this is the only reported complaint for this manufacturing lot of(B)(4) units released for distribution in (B)(6) 2021. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, after opening the 3dmax mesh for a laparoscopy procedure, a black colored foreign matter was found prior to use. It was reported that the procedure was completed using another 3dmax mesh of the same lot number. There was no reported patient injury.